Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a touchscreen problem. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 09jul2019, date rec¿d by MFR : 01jul2019. The touch screen assembly was returned to the manufacturer's failure investigation (fi) lab for evaluation. Visual inspection of the touch screen assembly revealed no signs of damage and contamination. The touch screen assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly passed was out of specifications. The reported complaint of a ventilator with a touch screen failure was duplicated. The ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.